Event description:
It was reported that the patient experienced a post-operative spinal headache. On (B)(6) 2013, low pressure hydrocephalus required an external ventricular drain (evd) placement with negative pressure (-12cm). On (B)(6), the ventricles finally normalized and the patient was feeling better. The evd was to be removed and the ventricular-peritoneal replaced. The device system was used to deliver baclofen. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).